Event description:
It was reported that the customer passed away. The cause of death was listed as diabetic complications on the death certificate. The customer was wearing the insulin pump at the time of death. The insulin pump alarmed no delivery prior to the customer's death. At the time of the report, the septum of the reservoir was found to be protruded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.